Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-24. Investigation summary: customer returned three syringes with no pouch for identification. The graduation marks on the syringes indicate that they are 0.5ml volume syringes. All of the three returned syringes feature their needle hubs separated from their respective barrels. The hubs are lodged in their needle shields. There is no damage to the connectors at the distal tips of the barrels or the bases of the needle hubs. No signs of use. One of the returned syringes features additional damage beyond simple hub separation. The needle shield is compressed and the connector at the distal tip of the barrel appears to have broken off. There are remnants of the connector at the distal tip of the barrel. One side broke very close to the flat main surface of the barrel while the other side features a rough, slightly raised section. The user may have struggled to remove the needle shield and attempted to remove it with plier or a similar device, causing it to be compressed. The barrel flange is also bent, indicating some additional stresses on the barrel. Torque applied to the tip of the barrel in order to remove the shield appears to have been sufficient to cause the resulting damage to that area. A review of the device history record was completed for batch# 9161936. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield, stated, shields are really hard to take off. Stated, its happened with more then one box, (lot unknown) but she is only reporting one box today. Lot: 9161936, unknown, catalog: 328290, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9161936, medical device expiration date: 2024-06-30, device manufacture date: 2019-06-10. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield stated, shields are really hard to take off stated, its happened with more then one box, (lot unknown) but she is only reporting one box today. Lot: 9161936, unknown, catalog: 328290, date of event: unknown.